Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation

Manufacturer narrative:
Corrections.

Event description:
It was reported that the patient had a revision due to instability and 21mm bcs insert was implanted.